Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead called regarding not being able to get magnetic resonance imaging (MRI). Technical services (ts) discussed that the system was MRI conditional. The patient reported they were told some wires were broken, however, in a recent device check, the patient reports they were told everything was working well. Ts referred the patient back to the physician. Additional information was received from the field. This rv lead was fractured, and pace impedance was greater than 3000 ohms. However, the patient was not rv pacing and is set to left ventricular (lv) lead pacing only. The rv lead is only needed for defibrillation, and the shock impedances remain within normal limits. This rv lead remains in service. No adverse patient effects were reported.